Manufacturer narrative:
During device evaluation by a manufacturer repair technician, the reported overheating was not duplicated; however, a false temperature sensor warning did occur. Additionally, upon disassembly, corrosion was found throughout several internal components of the device, which can lead to the reported event.

Event description:
It was reported that during testing conducted at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.